Manufacturer narrative:
H11: complaints database review has been performed and no further similar issue has been notified since unit installation in 2017. Based on the collected elements, and according to the results of investigations conducted for previous similar cases, the root cause of the reported issue has been attributed to a gas leakage at the level of the cooling unit due to degradation of cooling coils. Degradation of the cooling coils of the heater cooler 3t machine might occur over time due to wearing and exposure to the bi-weekly chemical disinfection. Considering all the above and the manufacturing year of the unit, the wearing of electro-mechanical devices that can be originated by the specific use conditions at customer site may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was not cooling on the patient circuit. The issue occurred when the machine was in service. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in theale, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
A livanova field service engineer was dispatched the customer and on inspection, engineer found that gas was leaking from the cooling coils. The customer has elected to not repair the device and to scrap it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.